Event description:
The customer reported that the pump battery was depleting too quickly. There was no adverse impact to the customer¿s blood glucose level. The customer continued to use current pump.